Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that event occurred during a cataract surgery. The surgery was completed by using another handpiece. No error messages were displayed. There was no harm to the patient.

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The phacoemulsification handpiece was connected to a calibrated resistance breakout box, where the output and input impedances were found to be within specification, but an electrical short circuit was observed between the high and low electrodes. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phacoemulsification handpiece to fail to meet product specifications. Disassembly of the phacoemulsification handpiece revealed that the crystal stack was fused together, causing the observed failure mode. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phaco handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phaco handpiece assembly was identified as a contributing factor. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. An internal investigation has been opened to address this issue. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the phacoemulsification (phaco) handpiece heated up. Procedure details including patient impact have not been provided. Additional information has been requested but not received